Manufacturer narrative:
Evaluation of the returned rhv revealed that the proximal end of the device was fractured off and not returned for evaluation. Over-rotating the proximal of the rhv may have contributed to this damage. Penumbra accessories are inspected during in-process inspection and during quality inspection after manufacturing.

Event description:
The patient was undergoing a thrombectomy procedure in the pulmonary arteries using an indigo system aspiration catheter 12 (cat12). During the procedure, rotating hemostasis valve (rhv) broke when the physician tightened it. Therefore, the rhv was removed. The procedure was completed using a new rhv. There was no report of an adverse effect to the patient.